Event description:
Pentax medical has received a report of an infection occurring after endoscopy at a user facility in france within the emea region. Customer information: on (B)(6) 2024, we spoke with the customer and received the following information: they don't arrive to decontaminate the 2 devices they don't find the source of this contamination- by crossed contamination they contaminated an olympus device types of contamination: pseudomonas + klebsiella pseudomonas + enterobacteria 7~8 patients were recalled by the facility. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
H6:continued: health effect - clinical code : 2067 sepsis,1735 bacterial infection health effect - impact code : 4614 serious injury/ illness/ impairment medical device problem code: 1120 contamination component code : 525 tube type of investigation : 10 testing of actual/suspected device investigation findings : 3233 results pending completion of investigation investigation conclusions : 11 conclusion not yet availabl evaluation summary pentax medical emea performed a good faith effort to gather additional information regarding this event and received a response email on (B)(6) 2024. On 13-jun-2024, pentax medical emea received an investigation order that was received from the french authorities regarding this case. On (B)(6) 2024, after a patient with sepsis was found, endoscope sampling was performed at the facility showing that pseudomonas aeruginosa and enterobacteriaceae were detected in model eg38-j10ut, serial number (B)(6). Pseudomonas aeruginosa and klebsiella pneumoniae were also detected in model eg38-j10ut, serial number (B)(6). Two people have been infected due to serial number (B)(6), and five people have been infected due to serial number (B)(6). Of these, five people have been hospitalized with sepsis. Since no information is available regarding which serial number endoscope was used with the patient with sepsis, or which serial number endoscope was associated with the hospitalized patients, we are submitting patients with assocated endoscopes only, and identifying each submission as both hospitalized and "other serious or important medical events" in section b2 for each MDR repotrt. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. Manufacturer MDR 9610877-2024-00049_eg38-j10ut_serial number (B)(6) (patient 01) manufacturer MDR 9610877-2024-00050_eg38-j10ut_serial number (B)(6) (patient 02) _eg38-j10ut_serial number (B)(6) (patient 01) manufacturer MDR 9610877-2024-00052_eg38-j10ut_serial number (B)(6) (patient 02) manufacturer MDR 9610877-2024-00053_eg38-j10ut_serial number (B)(6) (patient 03) manufacturer MDR 9610877-2024-00054_eg38-j10ut_serial number (B)(6) (patient 04) manufacturer MDR 9610877-2024-00055_eg38-j10ut_serial number (B)(6) (patient 05)

Manufacturer narrative:
H6:continued: health effect - clinical code : 2067 sepsis,1735 bacterial infection. Health effect - impact code : 4614 serious injury/ illness/ impairment. Medical device problem code: 1120 contamination. Component code : 525 tube, 440 cylinder, 4727 cable, mechanical/structural, 923 pulley type of investigation : 10 testing of actual/suspected device, 4109 historical data analysis, 4110 trend analysis, analysis of production records. Investigation findings : 115 maintenance problem identified. Investigation conclusions : 19 cause traced to user. Parts replaced due to contamination: deflection cable, erector cable, lg air/water channel, lg suction channel, operating channel, air/water channel, balloon channels, distal sheath, r/l pulley, h/b pulley, t-rod, insertion tube. Evaluation summary compared sampling records. No bacteria were detected in the mar-2024 sampling (document # (B)(4)), but in this case, the operation channel and distal end exceeded 100 cfu, and no bacteria were detected in the other measurement sites ( air/water ch, suction ch). However, when resampling was performed, the air/water ch changed from not detected to >103 cfu, and the distal end changed from >100 cfu to not detected. In addition, the product in question was checked on 30-jul- 2024, but no suspicious points were found in the channel. Information has been exchanged with the facility regarding this incident, and the facility and pentax medical france agree that the humidity of the scope storage environment is also related to the proliferation of bacteria, and although it has been mentioned that the scope may not have been sufficiently dried after reprocessing, it has not been identified. There was a complaint that 26 cfu was detected in this model at another facility, but there was a past case where bacteria were no longer detected when reprocessing was performed according to pentax's IFU. (Complaint number: (B)(4)) the above sampling results did not identify any device-specific problems, but based on the change in the number of bacteria detected for each sampling, it was determined that there may have been a mistake in the reprocessing process, including drying, or the sampling work it self. Historical trend data review, no abnormal trends were found and no new actions were proposed. The DHR(device history record) review confirmed the endoscope was manufactured by pentax medical miyagi on 21-dec- 2021 under normal conditions. During the in-process inspection, an image defect was found, a rework was performed to replace the part with a new one, and all necessary inspections were passed and released accordingly. The shipping approval date and actual shipping date were confirmed on 12-jan-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. Manufacturer MDR 9610877-2024-00049_eg38-j10ut_serial number (B)(6). Manufacturer MDR 9610877-2024-00050_eg38-j10ut_serial number (B)(6). Manufacturer MDR 9610877-2024-00051_eg38-j10ut_serial number (B)(6). Manufacturer MDR 9610877-2024-00052_eg38-j10ut_serial number (B)(6). Manufacturer MDR 9610877-2024-00053_eg38-j10ut_serial number (B)(6). Manufacturer MDR 9610877-2024-00054_eg38-j10ut_serial number (B)(6). Manufacturer MDR 9610877-2024-00055_eg38-j10ut_serial number (B)(6).